Manufacturer narrative:
(B)(4). Date sent 9/15/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted high anterior resection, the device did not respond, and the lever was pressed when performing an anastomosis with cdh25p. The battery was removed and reinserted, but the device did not respond. The green light was on even though anastomosis has not been performed when the check mark of cdh was checked. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/24/2025. D4 batch # 628d92. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage and the anvil was not returned. The device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 628d92, and no non-conformances were identified.